Event description:
It was reported that a patient underwent an excisional biopsy of the left 5th finger on (B)(6) 2013 and suture was used. Approximately two days post operative, it was noted that the suture was breaking. The patient returned on (B)(6) 2013 to have the suture removed. The surgeon needed to reopen a portion of the wound to remove the embedded suture. The patient returned (B)(6) 2013 to have the remaining suture removed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.